Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device's "parts got split up", and the "pin came off." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.